Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Insulin pump received with minor scratched lcd window, cracked lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they dropped the insulin pump and the screen is now shattered and they are unable to see what they are doing. Customer stated that the screen of the insulin pump was blank. Customer's blood glucose reading at the time of the incident was 101 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.